Event description:
It was also reported that the patient had a superficial skin infection and pain at the site.

Event description:
It was reported that the patient had complaint of extreme tenderness at the site of the device. The site was also red, tender and oozing. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).